Manufacturer narrative:
A review of the patient folder and log files showed that a surface registration was not completed. A bad performed surface registration could lead to the reported issue. The review did not identify a root cause attributed to the software of the reported events.

Event description:
It was reported that during a surface registration before a surgical procedure at the healthcare facility, the real deviation increased, while the software displayed a decreased deviation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surface registration before a surgical procedure at the healthcare facility, the real deviation increased, while the software displayed a decreased deviation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported